Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the hemicolectomy surgery, there was an incomplete occlusion of the second layer of staples during the intestinal anastomosis. The staples stuck open, sharp, into the intestinal lumen, about 5 centimeters in length. The device had been passed for checking with a new load. There was no patient injury.